Event description:
It was reported cartridge alarm occurred during insulin delivery. Prior to cartridge alarm the customer changed out the cartridge which resolved the issue.the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.